Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns dell x50 handheld computer was not holding a charge despite proper charging. The computer screen also displayed a "pc charging" message while charging. Once unplugged from the charger, the computer screen would go blank. The computer is not believed to have been mishandled or improperly stored. The computer and flashcard have been returned and are currently in product analysis.